Manufacturer narrative:
(B)(4).

Event description:
(Os 18.860) the dentist reported that 6 months after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration, but didn't provide any other information about the case.